Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Knee revision due to instability.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon baseplate was reported. The event was confirmed. Method & results: -product evaluation and results: a material analysis has been performed. The report concluded: the damage on the articulating surface of the insert was consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. Damage consistent with material loss due to delamination was observed on the posterior portion of the condyles. Yellow discoloration consistent with synovial fluid absorption was observed on the tibial insert. Damage consistent with articulation against a hard object/particulate was observed on the femoral component. Nothing noteworthy was observed on the tibial baseplate. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: patient underwent a pressfit left tka on 03/10/2011 for advanced varus tricompartmental osteoarthritis. The lateral view post- operative x-ray taken a week later demonstrate that the tibia had been resected in excessive slope (~15degrees). A lateral view x-ray taken 8 years later shows similar findings however the femur is now 50% subluxed posteriorly confirming the instability noted in the operative report. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: the amount of posterior resection seen on the lateral x-rays would compromise the attachment of the posterior cruciate ligament. Without the constraint of the pcl the femur readily subluxes. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Knee revision due to instability.

Event description:
Knee revision due to instability.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon baseplate was reported. The event was confirmed. Method & results: product evaluation and results: a material analysis has been performed. The report concluded: the damage on the articulating surface of the insert was consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. Damage consistent with material loss due to delamination was observed on the posterior portion of the condyles. Yellow discoloration consistent with synovial fluid absorption was observed on the tibial insert. Damage consistent with articulation against a hard. Object/particulate was observed on the femoral component. Nothing noteworthy was observed on the tibial baseplate. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: patient underwent a pressfit left tka on (B)(6)2011 for advanced varus tricompartmental osteoarthritis. The lateral view post- operative x-ray taken a week later demonstrate that the tibia had been resected in excessive slope (~15degrees). A lateral view x-ray taken 8 years later shows similar findings however the femur is now 50% subluxed posteriorly confirming the instability noted in the operative report. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: the amount of posterior resection seen on the lateral x-rays would compromise the attachment of the posterior cruciate ligament. Without the constraint of the pcl the femur readily subluxes. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.